Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device performed as intended; however, trocar was very tight on the anvil. This made it difficult to pull it off laparoscopically. The procedure was completed with the same device. There was no impact to the patient. The device was discarded.